Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. The device failed residual gas analysis for internal device minimum nitrogen content. X-ray images of the device revealed evidence of internal electrical arcing. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was retrieved from inventory and analyzed in response to a known advisory. Residual gas analysis determined that this device had unexpected internal gas composition. There was no patient involvement.